Manufacturer narrative:
(B)(4), date sent: 10/05/2021, d4: batch # u5d92m, h6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The complaint suggests that the device exhibited intermittence. It could be fired only after couple of attempts. The device was received with no staples present and no anvil. When battery was installed, the green checkmark illuminated, confirming that it was fired. Attempts to fire the device in the lab were unsuccessful. It was determined that an open circuit existed due to a cracked conductor adjacent to switch at the distal end of the flex circuit. It was determined that the crack in the flex circuit caused intermittence in the anvil detect circuit, resulting in intermittent firing. No conclusion could be reached as to what may have caused the damage to the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Possible lot # u95p4z; u94t3t. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please clarify if was any change in the post-operative care of the patient as a result of the event? No additional information available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the stapler didn¿t fire. There was light in the devise, but the firing button didn¿t work. They took out the battery and tried again but still didn¿t work. They opened a new cdh29p and used the new battery but still it didn¿t work. They took out the battery and put it in again and now it worked. This issue happened intra-op. The surgery time was not extended. Procedure completed with same like product. There were no patient consequences.